Event description:
Anesthesiologist was placing a single stick for intrathecal procedure. No csf return noted. Md felt a longer needle would likely be needed. Upon removal of whitacre 25g needle, it was noted that it had broken and a portion remained in the pt's tissue. Estimated that the remaining segment was about 1.25 inches. Surgeon notified. Neurosurgeon consulted. Pt notified. Decision made to proceed with scheduled procedure. Pt will be monitored. Needle fragment may need to be removed after pt recovers from current surgery. Note: single stick at l3-4. Stylette was straight and not deformed when removed. Device routed to risk management. Note: single stick at l3-4. Stylette was straight and not deformed when removed. Device routed to risk management and is being held.